Manufacturer narrative:
The ocd field engineer (fe) observed that the wash a and wash b solution bottle connections were swapped. The fe corrected the wash bottle connections and primed both wash a and wash b fluidic lines. The customer performed the monthly maintenance procedure. Repairs have returned this instrument to expected operation (B)(4)

Event description:
While at the customer site the ocd field engineer noticed that the wash solution a and wash solution b connections were switched on the containers. Incorrect wash solution connections on the provue and testing was performed could be a potential for cross contamination.